Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire or corrosion was observed. No evidence of too hot to touch was observed. Reader did not turn on with button press, test strip insertion, or usb (universal serial bus) cable insertion. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn mark on component was observed. An extended investigation was performed. A review of the case history was performed. Burn marks were observed. The adc reader was returned, however, the adapter and cable were not returned. A visual inspection of the reader was performed using a digital microscope. Burn marks were observed on component u13. Data in the initial scan were not able to be reviewed due to the device not being able to power on. The returned reader was brought to the bench for functional testing. The device was brought to a lab bench for testing. The returned battery voltage was not within the specification range. The reader was unable to power on using the button, strip insert or charging cable. A known good battery was connected to the returned reader. The device was able to be turned on and connected to computer message was observed. The reader was monitored under a thermal camera and hot spots were observed on component u2, u5, and u13 after the button was pressed. R100 pulldown resistor was measured and observed voltage across the resistor, which was evidence of excessive voltage/current bypassing the protection circuit. This excess voltage/current through the cpu, u13 and u5 ic components can permanently damage the components, and systems such as i2c communication. This can also exhibit hotspots when the reader is attempted. It is determined this issue is caused by the customer using a non-abbott provided usb adapter. The reported field event of the reader not turning on was observed. The issue was caused by the customer using a non-abbott provided usb adapter. The use of the incorrect usb adapter can result in faulty components, which in turn can cause components to overheat. Therefore, this issue is not confirmed to use due to incorrect adapter used. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.